Manufacturer narrative:
(B)(6). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part/lot (394.46 / 2277718) combination are unknown at synthes (B)(4), no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the pin 5.0mm schanz screw blunted trocar point 200mm got stuck inside holding sleeve 105mm due to wing nut breaking. There was no surgical delay reported. The procedure was successfully completed. The patient status was good. This is report 1 of 1 for (B)(4).